Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission, a decreased in already low r-waves was noted and occasional undersensing was noted during stored episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.